Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. It is likely that the balloon rupture contributed to the balloon detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Additionally, precautions and specific directions for use of the atlas gold pta dilatation catheter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pta balloon allegedly ruptured at 14 atm in the subclavian vein and a balloon segment detached and moved to the heart. A secondary access site was gained in the groin area and a large sheath and a snare device were used to remove the detached balloon segment from the patient. The procedure was aborted. There was no known impact or consequence to the patient. Reportedly, the patient is doing well.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured (unknown atm) in the subclavian vein and a balloon segment detached and moved to the heart. A secondary access site was gained in the groin area and a large sheath and a snare device were used to remove the detached balloon segment from the patient. The procedure was aborted. There was no known impact or consequence to the patient. Reportedly, the patient is doing well.